Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked. The catheter did not peel along the score lines. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while slitting the catheter, the slitter became caught on part of the port. The slitter was advanced by pushing, however, as a result the insulation of the lead was damaged. The lead and catheter were removed and replaced. No patient complications have been reported as a result of this event.